Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery. No motor error alarm noted and the motor passed motor test. The insulin pump received with normal operating currents and passed the a21 error test. No unexpected low battery alarm or pump reset or blank display noted during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and scratched case.

Event description:
It was reported that the customer received a motor error alarm. It was also reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 167mg/dl. Advised insulin pump would be replaced. No additional information was provided.